Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence". The gore dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material".

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6)2006, whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, mesh exposed, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6). [Signature illegible]. History/physical exam update. There has been no significant interval change in the patient¿s medical history and examination since the pre-operative surgical h&p . (B)(6) 2006: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2006 procedure was not provided.] (B)(6) 2007: (B)(6). Office notes. Ventral hernia repair complicated by infected mesh-removal (B)(6). (B)(6) no abdominal blockage, no infection, open wound-dressing wound maintenance. Abdomen: dressed huge ventral hernia healing by secondary intention. Wound ~2 cm2 closed, granulation tissue, (+) bowel sounds, bowel palpable. Abdominal wound ¿ healing well, followed by dr. (B)(6). (B)(6) 2007: (B)(6). Office notes. Abdominal blockage x 2 weeks. 2 week history of gen. Abdominal pain, anorexia, vomiting, diarrhea, [illegible], abdominal distention. Doesn¿t want to go to ER as has history of severe mrsa (was in hospital x 4 months few years back.) Abdomen can¿t lie down. Dressing in place over 2-5 cm area of her wound. Periumbilical tenderness (+). Advised to go to ER, patient refuses, ama signed. Check CT abdomen . (B)(6) 2007: (B)(6). Radiology-CT abdomen/ pelvis. Vomiting, abdominal pain x 2 weeks. Conclusion: 1) mildly dilated loops of small bowel with probable transition point in distal jejunum in region of surgical sutures. Findings likely represent partial small bowel obstruction due to adhesions. 2) nonobstructing ventral hernia containing loop of transverse colon. (B)(6) 2007: (B)(6). Telephone encounter. Patient stated she was admitted to (B)(6) on (B)(6) 2007, discharged yesterday. Was diagnosed with bowel obstructions. (B)(6) 2007: (B)(6). Office notes. Follow-up from (B)(6) lower abdomen. ¿blockage in small intestine¿, 2nd time in 3 months. Not a surgical candidate. In wheelchair. Large ventral hernia. Assessment: chronic abdominal pain. (B)(6) 2007: (B)(6). Office notes. Gi: abdominal tenderness/ masses, few nodular lumps. ? Endometriosis vs. Neoplasm. Ovarian mass. (B)(6) 2009: (B)(6). Office notes. Few draining lesions over abdominal surgical site. (B)(6) 2010: (B)(6). Office notes. Needs referral for general surgery. Abdomen: likely ventral wall hernia. CT abdomen with/ without contrast scheduled (B)(6) 2010 @ (B)(6). (B)(6) 2010: (B)(6). Radiology-CT abdomen/ pelvis. Conclusion: 1) large 5.5 cm rim enhancing cystic lesion in the left pelvis which may be arising from the left ovary. Recommend pelvic ultrasound for further evaluation. 2) moderate atherosclerosis of stenosis and occlusion of the right common artery. 3) splenomegaly with large amount of ascites. 4) large ventral abdominal hernia. (B)(6) 2010: (B)(6). Radiology-pelvic ultrasound. Conclusion: 1) large, predominantly cystic mass most of the lower abdomen and pelvis near left ovary. Mass contains low level echos. Cannot rule out loculated ascites, but consider this to be less likely. (B)(6) 2010: (B)(6). Office notes. Bloating, abdominal discomfort: diffuse; aching; worse; relieved by vicodin; aggravated by physical exertion, lying down and bending over. Abdominal tenderness. No guarding or rebound, negative for palpable masses. Reducible hernia present in bilateral ventral area. Negative for palpable masses. Assessment includes: ovarian cyst, unspecified. (B)(6) 2011: (B)(6). Office notes. Abdominal discomfort/ spasms. Onset 4 years ago; moderate severity; peri-umbilical area; aching and sharp; occurs constantly; no radiation; worse; aggravated by medication(s). Abdomen obese, bowel sounds present. No bruits, guarding or rebound. Multiple protruded ventral hernias, some draining bloody fluids. Referred to wound/ ostomy clinic and general surgery clinic. (B)(6) 2011: (B)(6). Office notes. Has had several abdominal surgeries for small bowel obstruction, ventral hernia repair in 2006, deconditioned secondary that [sic], now in wheelchair. Abdominal pain. Abdomen: bowel sounds present; no bruits, guarding or rebound. Asymmetric distention. Has several bulging areas with bowel loops reducible, non-tender. Has 4 openings/ ostia from prior surgeries. Unspecified ventral hernia without mention of obstruction, stable. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: updated health impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1930, 3191 for ¿mesh exposed¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span july 26, 2006 through february 12, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: peptic ulcer disease [pud]. Drug abuse ¿ pcp. Obesity. Methicillin resistant staphylococcus aureus [mrsa]. Diverticulosis. Endometriosis. Small bowel obstruction x2. Ventral hernia. Diabetes mellitus. Prior surgical procedures: 1984: ovarian cyst removal. 1999: umbilical hernia repair. 2000: appendectomy with cholecystectomy. 2002: recurrent hemorrhoid surgery. Implant preoperative complaints: (B)(6) 2006: ¿pain in middle upper abdomen, pain is 10/10.¿ ¿hospitalized (B)(6) 2006 with sbo [small bowel obstruction], fevers/chills, nausea/vomiting, changes in bm [bowel movement].¿ ¿2 hernias. No ascites or significant distension. Soft abd [abdomen]. High risk nature of procedure, discussed with pt [patient] and husband.¿ ¿ventral hernia, pt in pain. Would like hernia repair with lysis of adhesions.¿ implant procedure: exploratory laparotomy, extensive lysis of adhesions. Repair of recurrent hernia. Implantation of mesh for repair of hernia. [Implant: gore® dualmesh® plus biomaterial (1dlmcp04/03598190) 15cm x 19cm x 1mm thick, oval.] Implant date: (B)(6) 2006 [hospitalized (B)(6) 2006] description of hernia being treated: ¿using a knife the previous scar was incised. She had a large ventral hernia immediately deep to the skin. The bowel was carefully peeled away from the abdominal wall adhesions using a combination of sharp dissection and electrocautery. The intestines were freed laterally. Multiple adhesions were found and where possible were manually lysed. Electrocautery and sharp dissection was used where bands were too thick to allow safe manual lysis of adhesions. The intestines were freed from the incision as well as the abdominal wall. Two severe areas of banding were found; one in the left abdomen and one in the right pelvis as well as multiple interloop adhesions were noted. The dense areas of adhesions showed somewhat dilated bowel proximally and decompressed bowel distally. One of the areas of dense adhesions showed significant interloop adhesions. This was taken down sharply with a knife. At this area there was noted to be a serosal injury on one limb of the lysed bowel. This was repaired primarily with three interrupted sutures of #3-0 silk. The entire small bowel from the ligament of treitz down to the cecum was freed from adhesions. Hemostasis, where needed, was achieved using electrocautery. At this completion of lysis of adhesions, the small bowel could be freely run from the ligament of treitz down to the cecum with no evidence of interloop or adhesions of the intestines to the abdominal wall. The small bowel near its origin at the ligament of treitz was noted to be quite adhesed and dissection of this area resulted in some bleeding. Hemostasis was achieved using direct compression as well as electrocautery where needed.¿ implant size and fixation: ¿using a 15 x 19 cm piece of dual mesh, the fascial defect was closed using interrupted sutures of #0 prolene in a circumferential pattern. The mesh was tied down radially and there was good securement of the mesh to the fascial edges. Care was taken to avoid bowel injury during the fascial closure. At the completion of the closure there was no excessive tension on the fascia or on the suture line. All abdominal contents had been reduced back into the peritoneal cavity.¿ post-operative period: [one week] ­ (B)(6) 2006: ¿s/p [status post] repair of recurrent vent. [Ventral] hernia with mesh placement. Severe abd pain although morphine not given recently. Pain mildly out of proportion to exam. Continue post-op care including mrsa precautions.¿ (B)(6) 2006: ¿wounds healing nicely. Subjectively c/o pain, but isn¿t using pca [patient controlled analgesia].¿ (B)(6) 2006: ¿post-op day two after laparotomy. Has a little bit of erythema around the wound. Dr. (B)(6) is aware. She is on antibiotics.¿ (B)(6) 2006: ¿seen and examined. Still has a little wound erythema. She is on vancomycin.¿ ­ (B)(6) 2006: ¿has a small fluid collection under her mesh which is not unexpected. However, there is no evidence of infection. Continues to receive physical therapy to attempt to mobilize her. She has been in a wheelchair for one year for unknown reasons. We are attempting to get her up and walking.¿ ­ (B)(6) 2006: ¿abdomen soft with firm area in rlq [right lower quadrant], diffuse tenderness, wound with slight erythema edges, producing scant serosanguinous fluid at inferior edge.¿ ­ (B)(6) 2006: ¿abx [antibiotics]: vancomycin cipro.¿ ¿midline incision with serous drainage seen on dressing, without pus, seroma on right side of incision, otherwise soft, sl. [Slightly] tender abdomen.¿ ­ (B)(6) 2006: ¿wound has slight erythema, probably secondary to some seroma, but is basically clean, dry and intact.¿ ­ (B)(6) 2006: discharge summary: ¿postoperatively, patient was admitted to (B)(6)with abdominal binder in place. IV vancomycin was started as the patient is known mrsa positive. Routine postop care was begun. Postoperatively, the patient¿s postop course was relatively uneventful. The patient developed some postoperative nausea, which was addressed by ng tube placement to low continuous suction for decompression. The patient also developed bladder spasms, which was adequately treated with ditropan. Ng tube was eventually clamped and removed, and the patient tolerated it well and begun oral food intake 24 hours after removal. Return of bowel function was slow, but eventually the patient passed flatus and was stooling. Vancomycin levels were therapeutic. Her midline incisional wound remained clean, dry and intact, with a small asymptomatic seroma to the right of the incision. At discharge, the patient¿s pain was well controlled, staples were removed with dermabond applied to the wound. She is tolerating a regular diet, ambulating, stooling, and urinating without difficulty. She remains afebrile and her vital signs are stable.¿ explant preoperative complaints: ¿ (B)(6) 2006: ¿fevers last 2 days 99.1¿103.0, nausea, no bm x 2 days taking colace, drainage from wound. Temp 98.3, pain scale: 10/10. Wound: small opening in otherwise clean wound. Serous drainage. Subjectively well. Irrigated wound well with syringe-ns [normal saline]. Packed with 1" nu-gauze.¿ ¿ (B)(6) 2006: ¿wound is bigger, mesh pushing through.¿ ¿wound continue to get bigger, need surgical resection of mesh, replace with dexon mesh and skin closure, for dr. (B)(6).¿ explant procedure: exploratory laparotomy with excision of ¿infected mesh¿. Explant date: (B)(6) 2006 [hospitalized (B)(6) 2006] ¿ ¿an infected mesh previously placed which was exposed was completely removed from the fascia and the abdomen inspected. There was no contamination of the abdominal cavity. The infection appeared to be coming from the mesh. There was also no obvious fistula going from small bowel into mesh. The small bowel was completely run. There were two areas where the mesh had adhered to the small bowel that were so adherent even though the bowel was intact and it was necessary to resect two small segments in order to be sure that all of the infected mesh had been removed. The wound was then irrigated with saline after the bowel had been run, checked for hemostasis, and packed and left open for dressing changes.¿ relevant medical information: ¿ (B)(6) 2006: discharge summary: ¿presented to wound check clinic, with history of ventral hernia repair with mesh, and was found to have an infected mesh at the time. Patient was admitted and taken to the operating room for open removal of the infected mesh. Patient had an uncomplicated operative course and was transferred to the ward for recovery. Patient had an uncomplicated postoperative course. She was started on a regular diet, which she tolerated well. Her pain was controlled with oral pain medications. She remained in the hospital for wet to dry dressing changes. She was discharged on postoperative day four. At the time of discharge, she was tolerating a regular diet, and her pain was well controlled.¿ (B)(6) 2006: ¿erythematous [sic] rash from bandage. Closure by secondary intention. No pus. Tenderness. Great granulation to skin. Consider skin graft.¿ (B)(6) 2007: ¿ventral hernia repair complicated by infected mesh-removal (B)(6). (B)(6) no abdominal blockage, no infection, open wound-dressing wound maintenance.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03598190. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2006, including records for appendectomy, cholecystectomy, hernia repair and bowel surgeries for obstructions, were not provided. On (B)(6) 2006: office notes/post op visit. ¿chief complaint or operation: check wound, several hernias, constipated. Hpi: pain in middle upper abdomen, pain is 10/10. Neurontin sometimes helps. Vicodine [sic] helps after a while. Eating makes it worse. Have trouble swallowing. Changes in pmh/ros since last visit: hospitalized 03/06 with sbo, fevers/chills, nausea/vomiting, changes in bm. Temp: 99.0. Exam: 2 hernias. No ascites or significant distension. Soft abd. High risk nature of procedure, discussed with pt and husband. Diagnosis and clinical impression: ventral hernia, pt in pain. Would like hernia repair with lysis of adhesions. Treatment plan: schedule for hernia repair with lysis of adhesions on 07/31/06. Patient educated on diagnosis and treatment options.¿ on (B)(6) 2006: operative report. ¿preoperative diagnoses: small bowel obstruction and ventral hernia. Postoperative diagnoses: small bowel obstruction, ventral hernia. Procedures: exploratory laparotomy, extensive lysis of adhesions. Repair of recurrent hernia. Implantation of mesh for repair of hernia.¿ findings: "extensive adhesions within the peritoneal cavity involving greater than 50% of the small bowel. A single area of serosal injury repaired primarily and placement of a dual mesh with adequate coverage of fascial defect." Drains: none. Implants: 15 cm x 19 cm dual mesh and intercede. Complications: none. Condition: stable.¿ ¿this is a 41 y/o woman with a past medical hx significant for diabetes, small bowel obstruction, s/p three previous explorations for small bowel obstruction, lysis of adhesions, and ventral hernia repair. She presents w/ recurrent small bowel obstruction which has required multiple visits to the emergency department for ng decompression and she continues to have intermittent obstructive symptoms as well as large ventral hernia. Therefore, the patient was consented for lysis of adhesions as well as ventral hernia repair.¿ procedure in detail: ¿using a knife the previous scar was incised. She had a large ventral hernia immediately deep to the skin. The bowel was carefully peeled away from the abdominal wall adhesions using a combination of sharp dissection and electrocautery. The intestines were freed laterally. Multiple adhesions were found and where possible were manually lysed. Electrocautery and sharp dissection was used where bands were too thick to allow safe manual lysis of adhesions. The intestines were freed from the incision as well as the abdominal wall. Two severe areas of banding were found; one in the left abdomen and one in the right pelvis as well as multiple interloop adhesions were noted. The dense areas of adhesions showed somewhat dilated bowel proximally and decompressed bowel distally. One of the areas of dense adhesions showed significant interloop adhesions. This was taken down sharply with a knife. At this area there was noted to be a serosal injury on one limb of the lysed bowel. This was repaired primarily with three interrupted sutures of #3-0 silk. The entire small bowel from the ligament of treitz down to the cecum was freed from adhesions. Hemostasis, where needed, was achieved using electrocautery. At this completion of lysis of adhesions, the small bowel could be freely run from the ligament of treitz down to the cecum with no evidence of interloop or adhesions of the intestines to the abdominal wall. The small bowel near its origin at the ligament of treitz was noted to be quite adhesed and dissection of this area resulted in some bleeding. Hemostasis was achieved using direct compression as well as electrocautery where needed. The abdomen was thoroughly irrigated with 2 liters of warm sterile normal saline and drained until clear. There was no evidence of active bleeding at the completion of the operation. Intercede was placed on the intestines that was in the anterior portion of the abdomen deep to the skin incision. The fascia was cleared away from surrounding tissue using electrocautery. We had to go quite laterally to find appropriate fascia for suturing. The hernia sac was removed where needed to allow adequate visualization of the fascia. Some omentum was removed during the dissection. Using a 15 x 19 cm piece of dual mesh, the fascial defect was closed using interrupted sutures of #0 prolene in a circumferential pattern. The mesh was tied down radially and there was good securement of the mesh to the fascial edges. Care was taken to avoid bowel injury during the fascial closure. At the completion of the closure there was no excessive tension on the fascia or on the suture line. All abdominal contents had been reduced back into the peritoneal cavity. The wound was cleaned and dried. #3-0 vicryl sutures were used to close the soft tissue over the dual mesh. The skin was cleaned and dried. Staples were applied to the skin. Sterile dressing was applied.¿ on (B)(6) 2006: santa clara valley medical center. Implant record. Gore dualmesh® plus biomaterial 15cm x 19cm. Expiration date: 03/25/2007. Ref catalogue number 1dlmcp04. Lot# 03598190. Manufacturer: gore. Implant site: abdomen. Total # implanted: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/03598190) was implanted during the procedure. On (B)(6) 2006: post-operative progress note. ¿pre-op dx: ventral hernia recurrent. Implantation of mesh. Post-op dx: ventral hernia recurrent. [Illegible]. Procedures done: ex-lap repair ventral hernia, implantation of mesh for repair, enterolysis. Wound class: clean.¿ on (B)(6) 2006: gen. Surg. Post op note. ¿a/p: s/p repair of recurrent vent. Hernia with mesh placement. Severe abd pain although morphine not given recently. Pain mildly out of proportion to exam. Continue post-op care including mrsa precautions. Continue q 6 hr fsbg. Continue vanc. : on (B)(6) 2006: inpatient progress note. ¿ID: incisional hernia repair w/ mesh and lysis of adhesions. Exam: abd soft, sl. Tender, dressing dry, clean. Assessment and plan: wear binder at all times, keep dressing x 1 day, remove tomorrow, oob [out of bed], pt/ot, iss [insulin sliding scale], vanc. X 5 d.¿ on (B)(6) 2006: inpatient progress note. ¿dressing completely dry. Abdomen soft.¿ on (B)(6) 2006: inpatient progress note. ¿temp: 100.6. Abx: vancomycin. A/p: d/c bandages to open to air.¿ on (B)(6) 2006: inpatient progress note. ¿wounds healing nicely. Subjectively c/o pain, but isn¿t using pca. Vss- afebrile. Pt to get up with pt today.¿ on (B)(6) 2006: inpatient progress note. ¿seen and examined. Post-op day two after laparotomy. Has a little bit of erythema around the wound. Dr. Allo is aware. She is on antibiotics.¿ on (B)(6) 2006: inpatient progress note. ¿e: no events. Seen oob otc. Still c/o pain though less now. Temp 98.6-99.2. A/p: making slow progress, continue encourage ambulation, check (B)(6) 2006 am labs, check vanco level, clamp ngt.¿ on (B)(6) 2006: inpatient progress note. ¿seen and examined. Still has a little wound erythema. She is on vancomycin.¿ on (B)(6) 2006: inpatient progress note. ¿seen and examined. S/p lysis of adhesions and incisional hernia repair. Has been hemodynamically stable and afebrile. Has a small fluid collection under her mesh which is not unexpected. However, there is no evidence of infection. Continues to receive physical therapy to attempt to mobilize her. She has been in a wheelchair for one year for unknown reasons. We are attempting to get her up and walking.¿ on (B)(6) 2006: inpatient progress note. ¿exam: abdomen soft with firm area in rlq, diffuse tenderness, wound with slight erythema edges, producing scant serosanguinous fluid at inferior edge.¿ on (B)(6) 2006: inpatient progress note. ¿seen and examined. Afebrile. Wound is clean, dry and intact. Has been completely afebrile.¿ on (B)(6) 2006: inpatient progress note. ¿abx: vancomycin cipro. Exam: midline incision with serous drainage seen on dressing, without pus, seroma on right side of incision, otherwise soft, sl. Tender abdomen. Hypo bs. A/p: cont. Abx.¿ on (B)(6) 2006: inpatient progress note. ¿seen and examined. Afebrile. Wound has slight erythema, probably secondary to some seroma, but is basically clean, dry and intact. Is moving better than she has been. We will advance her to clear liquids today and encourage her to be out of bed.¿ on (B)(6) 2006: inpatient progress note. ¿seen and examined. Will continue to bind her. Will discontinue staples on the wound. ¿ on (B)(6) 2006: discharge summary. Admission date: (B)(6) 2006. Discharge date: (B)(6) 2006. Admission dx: recurrent ventral hernia. Discharge dx: recurrent ventral hernia, s/p repair and mesh placement, s/p exploratory laparotomy with lysis of adhesions. Service: general surgery service. Procedures: 07/31/06: 1) exploratory laparotomy. 2) repair of recurrent ventral hernia with mesh placement. 3) lysis of adhesions. Hospital course: patient is a 41 y.o. Female with a history of small bowel obstruction s/p exploratory laparotomy, repair of recurrent ventral hernia with mesh implantation, and lysis of adhesions. Postoperatively, patient was admitted to 4-west general surgery with abdominal binder in place. IV vancomycin was started as the patient is known mrsa positive. Routine postop care was begun. Postoperatively, the patient¿s postop course was relatively uneventful. The patient developed some postoperative nausea, which was addressed by ng tube placement to low continuous suction for decompression. The patient also developed bladder spasms, which was adequately treated with ditropan. Ng tube was eventually clamped and removed, and the patient tolerated it well and begun oral food intake 24 hours after removal. Return of bowel function was slow, but eventually the patient passed flatus and was stooling. Vancomycin levels were therapeutic. Her midline incisional wound remained clean, dry and intact, with a small asymptomatic seroma to the right of the incision. At discharge, the patient¿s pain was well controlled, staples were removed with dermabond applied to the wound. She is tolerating a regular diet, ambulating, stooling, and urinating without difficulty. She remains afebrile and her vital signs are stable. Discharge condition: stable. Discharge physical activity: patient is instructed to not lift greater than 10 pounds for four weeks. She is also instructed to wear abdominal binder at all times until her follow-up reevaluation in two weeks.¿ on (B)(6) 2006: office notes. ¿cc: s/p ventral hernia repair. Problems since surgical procedure: ? Drainage. Changes in pmi/ros since last visit: fevers last 2 days 99 ¿ 103, nausea, no bm x 2 days taking colace, drainage from wound. Temp 98, pain scale: 10/10. Wound: small opening in otherwise clean wound. Serous drainage. Subjectively well. Irrigated wound well with syringe-ns. Packed with 1" nu-gauze. Dx and clinical impression: s/p bowel obstruction and ventral hernia repair. Treatment/plan: pack with nu-gauze tid. Irrigation supplies q 1 mo. Clindamycin 150mg tid x 10 days. Recheck 1 week. Rtc 08/30.¿ on (B)(6) 2006: office notes. ¿cc: f/u wound check. Hpi: h/o mrsa, sbo 03/06 s/p ex lap, mult ventral hernias last one (B)(6) 2006. Last visit (B)(6) 2006. Given clindamycin, nu gauze. Problems since surgical procedure: wound is bigger, mesh pushing through. Changes in pmh/ros since the last visit: fevers low grade 99-100°, increased nausea, regular ss drainage. Physical exam: temp 97.3, pain scale 10/10, abdomen tenderness. Wound: [diagram] 4 cm [illegible] erythema [illegible]. Dx and clinical impression: h/o dm & tob s/p bowel obstruction & ventral hernia repair. Treatment plan: wound continue to get bigger, need surgical resection of mesh, replace with dexon mesh and skin closure, for dr. Allo.¿ on (B)(6) 2006: operative report. ¿preoperative diagnosis: 41-year-old woman well-known to me who has had multiple hernia repairs.¿ procedure: ¿an infected mesh previously placed which was exposed was completely removed from the fascia and the abdomen inspected. There was no contamination of the abdominal cavity. The infection appeared to be coming from the mesh. There was also no obvious fistula going from small bowel into mesh. The small bowel was completely run. There were two areas where the mesh had adhered to the small bowel that were so adherent even though the bowel was intact and it was necessary to resect two small segments in order to be sure that all of the infected mesh had been removed. The wound was then irrigated with saline after the bowel had been run, checked for hemostasis, and packed and left open for dressing changes. Sponge and needles were accounted for. Blood loss was minimal. There were no apparent complications to the procedure.¿ on (B)(6) 2006: post-operative progress notes. ¿pre-op dx: infected mesh abd wall. Post-op dx: same. Procedure: removal infected mesh. Specimen removed: infected mesh. Wound class: grossly infected.¿ on (B)(6) 2006: progress note. ¿exam: abdominal open wound, clean base, packed.¿ on (B)(6) 2006: discharge summary. ¿admission date: (B)(6) 2006. Discharge date: (B)(6) 2006. Admission dx: infected mesh. Discharge dx: infected mesh. Procedure performed: removal of infected mesh on (B)(6) 2006. Brief hospital course: presented to wound check clinic, with history of ventral hernia repair with mesh, and was found to have an infected mesh at the time. Patient was admitted and taken to the operating room for open removal of the infected mesh. Patient had an uncomplicated operative course and was transferred to the ward for recovery. Patient had an uncomplicated postoperative course. She was started on a regular diet, which she tolerated well. Her pain was controlled with oral pain medications. She remained in the hospital for wet to dry dressing changes. She was discharged on postoperative day four. At the time of discharge, she was tolerating a regular diet, and her pain was well controlled.¿ on (B)(6) 2006: discharge summary. ¿presented for wound check, however, wound noted to be larger with mesh pushing through. Admitted for wet to dry dressing changes and removal of mesh (B)(6) 2006. Procedures: removal of abdominal mesh. Principal diagnosis: infected mesh.¿ on (B)(6) 2006: office notes. ¿cc: f/u wound check. Hpi: s/p hernia repair with mesh july 31st. Infected to abscess. Partial mesh removed on oct 5th. Here for post-op check. No fever/chills, cramping feeling like ¿menstrual pain¿. Lmp 6 mo. Ago. Normal bowel movement, no pain on urination, no vomiting- nauseated for 2 yrs. Problems since surgical procedure: no. Flipped over with wheel chair 5 days past surgery, ha and swelling on head. Exam: pain scale: 8/10. [Diagram of abdomen]: erythamatous [sic] rash from bandage. Closure by secondary intention. No pus. Tenderness. Great granulation to skin. Consider skin graft. Diagnosis and clinical impression: s/p revision of hernia repair here for wound check. Wound healing well. Treatment plan: wound secondary closure, ? Refer pt to plastic surgery to put skin graft on wound.¿ on (B)(6) 2006: missing records: records between (B)(6) 2006 and (B)(6) 2013 (regarding abscess in abdomen, hernia repair, and abdominal wall mesh removal) were not provided. On (B)(6) 2013: consent to surgery. My physician(s) and surgeon(s) recommend the following operation(s): ventral hernia repair possible with mesh, possible bowel resection. Dr. Adams explained that these operations and procedures may involve risks. Signed: [by patient and witness on (B)(6) 2013: missing records: records for ventral hernia repair 12/2013 not provided. On (B)(6) 2013: after visit summary. ¿primary diagnosis: recurrent incisional hernia with incarceration. Restrictions: limit heavy lifting greater than 10 lbs for 6 weeks. Limit strenuous activity. Schedule follow up in gregg adams, md surgery clinic ¿ friday jan 3rd. 1/21 surgical clinic dr. Frasier.¿ on (B)(6) 2018 health summary. ¿health issue: noted (B)(6) 2013: recurrent incisional hernia with incarceration, acute postoperative pain of abdomen. Noted (B)(6) 2014: s/p repair of ventral hernia. Noted (B)(6) 2014: wound infection after surgery. Noted (B)(6) 2016: wound, open. Noted (B)(6) 2016: generalized abdominal pain. Noted (B)(6) 2017: wound infection. Noted (B)(6) 2017: open wound. Medications: prescribed (B)(6) 2014: silver sulfadiazine 1% cream. Approved by gregg adams, md. Visit summaries: [multiple office visits with at (B)(6) specialty center from 12/16/13-07/28/14, 09/12/16-02/12/18. ER visit at (B)(6)emergency department (B)(6) 2016. CT scan (B)(6) 2016 and (B)(6) 2017. Surgery with (B)(6), md on (B)(6) 2017.] Medical history: diabetes mellitus, ventral hernia 2013, mrsa culture positive 2005, hiatal hernia 2013. Procedure: abscess in abdomen (B)(6) 2011, hernia repair 2011, cholecystectomy, abdominal wall mesh removal 1998-12/2013, appendectomy.¿ on (B)(6) 2018: missing records: records from (B)(6) specialty center from 12/16/13 through 02/12/18 (regarding incisional hernia with incarceration, ventral hernia repair, wound infection, open wound, CT scans, and surgery with gregg adams) were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. The gore dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.